Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. The sheath, extender and pressure tubing were also returned. One kink was found on the catheter tubing near the y-fitting approximately 70.9cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and two leaks were detected on the membrane at the same location side by side approximately 8.6cm from the rear seal measuring 0.051cm and 0.076cm in length. The reported problem was most likely triggered by the leaks which was found on the membrane. The penetrations found on the membrane appear to have been caused by a sharp object. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, there was a check iab catheter alarm and blood was found in the tubing. The catheter was replaced. There was no reported injury to the patient.

Manufacturer narrative:
The complete event site name is (B)(4) hospital. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, there was a check iab catheter alarm and blood was found in the tubing. The catheter was replaced. There was no reported injury to the patient.